Event description:
Primary surgery was in 2007. X-rays have shown what appears to be a fracture of the tibial insert peg with posterior subluxation of the tibia in relation to the femur.

Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Test strips may have been exposed to extreme temperatures. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).